Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the paramedics were called due to low blood glucose. The paramedics got a blood glucose reading of 30 mg/dl but the customer's reading was 66 mg/dl. The customer treated with gatorade and glucagon. The customer declined troubleshooting.